Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 4305374, 02-010-03-0340 - logic cr femoral cem, right, sz 4; 4218280, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 4243095, 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right total knee replacement surgery on (B)(6) 2016 and was implanted with an optetrak device. Plaintiff underwent revision surgery of his right knee on (B)(6) 2022, approximately 6 years 7 months post initial procedure. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Added information to a2, a3, and updated h6. H6: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H6: investigation: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.